Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+600 mg/dl), and was admitted to the hospital on (B)(6) 2015. Customer was treated through intravenous fluids and insulin drip. Troubleshooting was performed and pump passed a delivery system check.